Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. The investigator notes there was no implant involvement. The course of action is to continue pain management through the primary care provider. In addition, it is the professional opinion of the investigator that the event is ¿definitely not¿ related to the implant. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. The investigator notes there was no implant involvement. The course of action is to continue pain management through the primary care provider. In addition, it is the professional opinion of the investigator that the event is "definitely not" related to the implant. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Patient (B)(6). This report is for an unknown prodisc pdc implant/unknown lot. Unknown part number, UDI is unavailable device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient experienced one (1) week of right-sided pericapsular pain beginning on (B)(6) 2009. The likelihood of the event was unanticipated. It was also noted the severity of the event was moderate. Home care was required. There was no implant/hardware failure/migration noted. As a course of action, the patient was referred to her primary care physician (pcp) for treatment with muscle relaxants or anti-inflammatory drugs. The subject declined physical therapy. No impairment was noted. The current state of event was noted as ongoing. The investigator concluded it was unknown if the event was related to the type of surgery, and unknown if the event was related to the implant. The implant has not been explanted. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for (B)(4).